Event description:
It was reported that during total hip arthroplasty, tip of screwdriver fractured when physician was attaching obturator hook to par 5 acetabular shell. Attempts to free the tip were unsuccessful and fragment remains implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available: evaluation of device found evidence of fracture due to torsional overload.